Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that will not turn on. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. Upon further review, the quality engineer has attributed the reported condition to a battery issue. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has identified the assignable cause as a depleted main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.